Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The problem was confirmed on-site by our field service engineer (fse) and the standby valve was replaced. Functional tests were successfully performed and the compressor unit was returned to service. The standby valve was not returned for investigation and no device logs from connected ventilator was received. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigations, the most probable cause to this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve.

Event description:
It was reported that the compressor was entering standby mode. There was no patient involvement. (B)(4).